Event description:
It was later reported that the increase in pain was not related to the device, therapy, or procedure. It was due to the patient¿s pre-existing condition: metastatic colon adenocarcinoma.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient: product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Conclusion: no longer apply to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced increased pain. Severity was noted as severe. The patient was hospitalized. The outcome was an ongoing event. The pump was delivering dilaudid, droperidol, clonidine, and bupivacaine.